Event description:
Allegedly revision surgery was performed due to anterior tibial knee pain. At revision, allegedly the tibial base was loose with no cement adherence. All other components allegedly were stable, well fixed.

Manufacturer narrative:
Conclusion statement: no device failure. Three contacts with user facility have been made and documented requesting medwatch form. No response has been received.